Manufacturer narrative:
(B)(4). Pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring and cracked case at display window corner. Unable to perform basic occlusion test or occlusion test due to completely broken reservoir tube lip. The reservoir can not stayed locked in due to completely broken reservoir tube lip and missing reservoir tube o-ring. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the rim where one puts the reservoir in it broke off and it will not stay in and the customer has to tape in. The customer declined to troubleshoot for high and low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.